Event description:
The pt underwent percutaneous transluminal angioplasty of the right popliteal and anterior tibial arteries. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. Device insertion reportedly was at a very high angle with resistance on deployment. Only one needle presented. The cardiologist was unable to access the second needle. Backdown of the needles was not successful. The pt was sent for surgical removal of the device. Surgery was successful and the pt did fine afterward.